Event description:
An event involved a terumo kofu factory regarding a chemosafelock bag spike the reporter stated leakage at the connection. There was patient involvement and no harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.